Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing ineffective stimulation due to high impedances on several contacts. Programming was unable to resolve the issue. Exploratory surgery confirmed the lead may be damaged, ipg was fine. In turn, surgical intervention may take place to resolve the issue.